Event description:
We are seeing an issue with a component in the pump module. There are two pressure sensor assemblies in the pump: an upper and lower, both having the same part number (143715-100). The upper sensor is failing at a rate we believe is a significantly high. We have 1400 pump modules, which were leased towards the end of 2010 and we have replace 161 of the pressure sensors in 2013 and 67 year to date in 2014. One of our other business units purchased their pumps in early 2009. Of the 570 pump modules at that location, they have replaced a total of 14 pressure sensors: 5 in 2011, 4 in 2012 and 5 in 2013. Carefusion stated in a phone conference that the pressure transducer should last 3-4 years.update: we are still having issues with the pressure sensor. The sensor remains on backorder off and on. It is puzzling and difficult to determine whether there are not enough parts available or the demand is too high. Carefusion has not offered any alternate solutions or resolution to the continued failure of these sensors. The sensors are about $107 each. There is also the comment "the cause of the upper pressure sensor failure was not identified; however, previous analysis by the supplier indicated a manufacturing related issue." Our clinical engineering department is not aware of any previous manufacturing issue.